Manufacturer narrative:
Investigation: bd received three 22 gauge nexiva single port units from lot 9115527 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the unit. Next, a water/air leak test was performed and no leakage was observed coming from the units. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Event description:
It was reported that an unspecified number of bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) experienced catheter defective/damaged/deformation which was noted during use. The following information was provided by the initial reporter: pvk placed in the patient, blood backflow present, needle withdrawn, with plaster covered. Pvk must be pulled, on closer inspection was a defect in the tube (which should be in the vein) visible.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nexiva single port 22ga 1.00 in (0.9 mm x 25 mm) experienced catheter defective/damaged/deformation which was noted during use. The following information was provided by the initial reporter: pvk placed in the patient, blood backflow present, needle withdrawn, with plaster covered. Pvk must be pulled, on closer inspection was a defect in the tube (which should be in the vein) visible.